Event description:
A malfunction was reported on the pump, and no notable events occurred before the malfunction. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer performed a self-reset, and as a corrective action, cts arranged for a replacement pump. The existing pump was under warranty, and the customer was guided on how to put the pump into storage mode before returning it. The customer will continue using the current pump until the replacement arrives.